Event description:
On an unknown date a patient underwent a disc replacement procedure at l3/4 without issue. On (B)(6) 2021 radiographs confirmed the total disc replacement had subsided into vertebral bodies. On (B)(6) 2021 a revision procedure was performed and the disc was removed. The device was kept by the patient and not returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation as it was retained by the patient so no evaluation could be completed. Radiographs provided confirmed the reported event. The device was implanted as part of (B)(6) study ((B)(6)) which was closed out on august 19, 2015, we were not provided the implantation date or patient study identification number so it is unknown how long the device was in-situ. Review of the provided information provided was unable to identify the root cause though bone quality and the patients post-operative physical activity are suspected as the cause or contributor. No additional investigation can be completed. Labeling review: "potential side effects and adverse reactions: risks specific to any lumbar spinal surgery: revision or reoperation; deterioration in neurological status; headaches; spinal stenosis. Additional risks that are specific to treatment with the nuvasive xl tdr include: mechanical failure of the device due to bending or breakage resulting in loss of disc height; expulsion or retropulsion potentially causing pain, paralysis vascular or neurological damage, spinal cord impairment or damage, or other conditions; implant breakage, dislodgement, or migration; failure of the device to improve symptoms and/or functions." Retained by patient.